Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report ipth dilution concerns being outside the allowable range. The customer was verifying their auto dilution recovery by comparing manual dilution versus auto dilutions at a 1:5 dilution. A ccc specialist reviewed the instrument data which indicated that the customer is using the same multi-diluent for both manual and auto-dilution and that samples recovering on curve should not have been diluted. Only samples above the upper limit of assay range 1900 pg/ml require a dilution 1:5 as per the information for use. The ccc specialist instructed the customer to set up the auto dilution software at 1900 pg/ml as opposed to the previously set dilution point of 2500 pg/ml. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed instrument validation procedure. The cse replaced reagent 2 probe (r2) and performed alignments. The cse ran the customer's quality control (qc), resulting acceptable. The customer ran dilution verification, resulting satisfactory. Following service, the customer ran a new lot of ipth and ran a dilution study, resulting acceptable. The cause of the discordant, falsely elevated ipth results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Intact parathyroid hormone (ipth) results were obtained on patient samples on an advia centaur xp instrument did not match between neat and dilution runs. The initial neat results were reported to the physician(s). The customer performed 1:5 manual ipth dilution and the instrument ran a scheduled automatic 1:5 dilution, using the same multi-diluent 11 solution, and the results recovered lower. The diluted samples results were not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, ipth results.